Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, "a long time ago" the following events occurred: the mucosal tissue from the body cavity was attached to the tip cover (maj-2315) of tjf-q290v (in the state of being inside the tip cover). It was reported this occurred two times, the first time the mucous membrane adhered to the crack side of the tip of the tip cover, and the second time it adhered to the hand side of the tip cover. All cases have been completed, and it seems that no health hazard has occurred, as the patient has not been ill. Details such as the timing of occurrence are unknown. Both maj-2315 have already been discarded. Case with patient identifier (B)(6) reports tjf-q290v (1st occurrence). Case with patient identifier (B)(6) reports maj-2315 (1st occurrence). Case with patient identifier (B)(6) reports tjf-q290v (2nd occurrence). Case with patient identifier (B)(6) reports maj-2315 (2nd occurrence).

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. The device history record (DHR) for the device was reviewed and it was confirmed the device met all design and safety specifications when shipped. The suspect device has not been repaired by olympus in the past year. Although it cannot be conclusively specified, based on previous investigations the event may have occurred due to the following mechanism. I) when the endoscope distal end opening is close to the mucosal surface and the user performs a suction operation, the mucosal tissue is sucked into the distal cover. When the user pulls out the endoscope in this state, the mucosal tissue is damaged at the edge of the distal cover. Ii) the distal cover was broken at the center line due to improper attachment of the distal cover to the endoscope. If the distal end of the endoscope is pressed against the surface of the mucous membrane in this state, the mucous membrane tissue is caught in the cracked portion and damaged even if the suction operation is not performed.